Manufacturer narrative:
The customer is listing code 3 of 9 barcode type. The checksum feature of the coulter lh 750 hematology analyzer was disabled. On 05/07/2010, the field service engineer replaced the barcode scanner and verified 100% read rate on the barcodes. Root cause is the barcode scanner that was replaced during instrument servicing. In addition, the checksum feature of the coulter lh 750 hematology analyzer was not being used by the customer. Product labeling states: "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Important: use of bar-codes is an extremely accurate and effective method of positive pt identification. Certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. In one study, the use of checksum digits detected 97% of misread errors. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar-codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct pt identification. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints additional reportable events.

Event description:
Customer reported a sample barcode misidentification occurred with three samples when using the coulter lh 750 hematology analyzer. There were no erroneous test results reported out of the laboratory. The test results were associated with "no match" error conditions and did not match another sample identification number in the laboratory info system (lis). No reports of death or serious injury, and no affect to pt treatment as a result of this event.